Manufacturer narrative:
The device was returned to olympus for evaluation. The air or water flow is week or ineffective was not confirmed. The air water nozzle was not deformed but found to have a congealed mucus according to the field service engineer. The investigation is ongoing, and this report will be supplemented when the legal manufacturer¿s investigation is completed and if new and relevant information is received later.

Event description:
Olympus was informed that the air/water cannot come through the tube smoothly. The facility completed the case with another similar device and no more than 15 minutes delay. There was no patient or user injury reported. This report is being submitted as an MDR to capture the reported malfunction found during the evaluation of returned device. The air/water nozzle was clogged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the investigative findings, it was presumed that the nozzle was clogged with foreign material, such as adhesion matter from body fluid/chemicals used at the facility, due to improper reprocessing after a previous procedure. The user can properly detect the suggested event by handling the device in accordance with the following instructions for use (IFU) statement and items: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function.¿ the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement and items: ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution remove detergent solution from all channels presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below.¿ olympus will continue to monitor field performance for this device.